Event description:
Boston scientific received information that there was difficulty connecting this right ventricular (rv) lead during a non-bsc device change-out procedure. As a result, this dependant patient experienced asystole for approximately 10 - 20 seconds during the first attempt to connect the lead to the non-bsc device and subsequently for an additional 5-10 seconds with further attempts to connect the lead. A non-bsc representative contacted boston scientific technical services for advice and the use of mineral oil was suggested. The physician used additional mineral oil and the rv lead was successfully connected to the non-bsc device. The high voltage portion of the rv lead was surgically abandoned as the patient was implanted with a single chamber device at that time. Additionally, it was reported that the patient is scheduled for hospice and the device system will provide back-up pacing. To date, there were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product was partially abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.